Event description:
It was reported that 2 bd ultra fine¿ pen needles 4mm x 32g were leaking and inner shield not being removed. The following information was provided by the initial reporter: material no. 320122 batch no. 0028907. The pen needle is leaking during injection. Inner shield was not being removed during injection. The consumer stated that he was injecting with the green cover attached and he was not aware that it had to be removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary customer returned (70) open 4mm, 32g pen needles without the tear drop and (2) pen needles that are not bd products. Customer states that when reviewing "how to use" with consumer, he realized that the inner shield must be removed in order to inject the insulin and he stated that he was injecting with the green cover attached, said he was not aware that it had to be removed. Thirty out of 70 returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra fine¿ pen needles 4mm x 32g were leaking and inner shield not being removed. The following information was provided by the initial reporter : material no. 320122. Batch no. 0028907. The pen needle is leaking during injection. Inner shield was not being removed during injection. The consumer stated that he was injecting with the green cover attached and he was not aware that it had to be removed. Date of event: unknown. Samples: available -sending mail kit.